Event description:
Boston scientific received information that this patient post implant of this right ventricular (rv) lead exhibited sharp pain at the apex pf their heart, and this occurred only during pacing. The rest of the lead measurements were within normal limits. The physician stated they believe to have perforated the heart and that is what is causing the pain. No additional adverse patient effects were reported.

Event description:
Additional information was obtained that verified the perforation at implant. The lead was repositioned and the physician chose not to do anything with the perforation at that time, and let is heal on it's own. To date, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.